Manufacturer narrative:
The service engineer (se) inspected the device and confirmed the reported issue. The se replaced the front bezel to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Although the navigation ring has not been returned, previous investigations have identified that liquid ingress, due to the variability of the assembly process, causes navigation ring failures.

Manufacturer narrative:
Upon further investigation, the device was outside of clinical use, and therefore does not present potential risk of patient harm or injury. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
Date of report: 20sep2021.

Event description:
It was reported that the ventilator had a bad navigation ring. Reportedly, the numbers are jumping only when you are trying to change settings. There was no patient involvement.